Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the devices were returned in original packaging with a different batch number, lined through, 2095306, on the label. Device one: the t1, t2, and suture were not returned. The variable depth straw is trimmed. Bio debris is present. Device two; the t1 is off the needle but attached to the suture. The t2 is on the end of the needle, past the dimple. The variable depth straw has been trimmed. A functional evaluation was performed on the returned device and found that device one cannot be tested due to both implants have been deployed. Device two, using a simulation meniscus, showed the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee ligament reconstruction surgery, two (2) ultra fast-fix t2 implants could not be deployed. T1 implants were removed by cutting under the arthroscopy. Surgery resumed after a delay greater that 30 minutes; with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).